Manufacturer narrative:
The reported event of lead helix being fouled with heart tissue was confirmed. Visual inspection found the helix to be stretched, bent, and clogged with blood/tissue. X-ray examination found the helix to be stretched and bent at helix in-housing consistent with procedural damage. Unable to test the helix mechanism/extension length due to the helix condition as received. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that during an implant at the left bundle branch (lbb) on (B)(6) 2025, the helix of the right ventricular (rv) lead got fouled with heart tissue. The rv lead was not implanted and the physician elected to implant another right ventricular left bundle branch pacing (rvlbp) lead instead. The patient's condition was stable.